Manufacturer narrative:
The customer reported that quality control testing was carried out on the days of the reported events, and the results were as expected. The confirmation was not provided. Mts gel card and reagent storage and handling conditions were checked and found to be aligned with ortho's recommendations. The column grade report from the customers ortho vision biovue analyzer was provided and confirmed the pattern of reactions as reported by the customer. According to ortho lot-specific information for 0.8% resolve panel a lot: vra488, cells 1, 2, 3, 4 and 11 are positive for d (rh1) antigen, and cells 5, 6, 7, 8, 9, and 10 are negative for d (rh1) antigen. Therefore, it follows that: the positive reactions obtained with cells 1, 2 and 3 and 11 are consistent with the expected reactivity of an anti-d (rh1) antibody. The negative reaction obtained with cell 4 is not consistent with the expected reactivity of an antid (rh1) antibody. The negative reactions obtained with cells 5, 6, 7, 8, 9, and 10 are consistent with the expected reactivity of an anti-d (rh1) antibody. According to ortho lot-specific information for 0.8% resolve panel a lot: vra490, cells 1, 2, 3, 4 and 11 are positive for d (rh1) antigen, and cells 5, 6, 7, 8, 9, and 10 are negative for d (rh1) antigen. Therefore, it follows that: the mixture of negative and positive reactions obtained with all 11 panel cells are consistent with the expected reactivity of an anti-d (rh1) antibody. As positive reactions were obtained with 0.8% resolve panel a lot vra488, and with an alternative lot of 0.8% resolve panel a using the same mts gel card, the mts gel card is not thought to be a contributory factor to the assignable cause of the customers issue. Therefore, further testing/analysis was not requested for mts anti-igg card lot: 012825001-02. As part of a previous investigation, a review of the manufacturing batch record of 0.8% resolve panel a lot: vra488 as used by the customer on the day of the reported events was performed at ortho's manufacturing site. No non-conformance's or deviations relating to the customers issues were identified for these products. The results of all in-process and quality assurance release for sale tests were found to be within specifications. As part of a previous investigation, a retained sample of 0.8% resolve panel a lot: vra488 cell 4 was tested in iat as per IFU using known anti-d plasma. A 2+ positive reaction was observed with lot: vra488 cell 4. Result meets specifications, as per qat50015. 0.8% resolve panel a lot: vra488 cell 4 was tested in tube for the presence of the d antigen. First the 0.8% cell was converted to a 3% cell suspension in ors, ortho resuspension solution, and then tested with ortho reagent: anti-d bioclone as per IFU tube method. At immediate spin, a 4+ reaction was observed for cell 4 with the anti-d reagent. Result meets specifications, as per qat50015, a minimum reaction of 3+ is required at immediate spin for the d antigen. As part of a previous investigation, a review of the complaints associated with the red cell reagents associated to the donors used to manufacture the d (rh1) antigen positive cells of 0.8% resolve panel a lot: vra488 was performed at ortho's manufacturing site. A trend was identified for false negative reactions with anti-d (rh1) for vra488 cell 4. As part of a previous investigation, the donor used to manufacture cell 4 of 0.8% resolve panel a lot: vra488 was deferred from future use in manufacturing of red cell reagents. The review of the worldwide complaint database was performed through to 26 august 2025 for 0.8% resolve panel a lot: vra488 and mts anti-igg card lot: 012825001-02. 2 additional complaints were identified with call area falseneg. Detailed review of these complaints identified a similar profile as this complaint. No trend is identified. No further investigation was performed for these incidents. The assignable cause of the discrepant negative reactions in antibody identification obtained by the customer could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. In mitigation of the discrepant negative antibody identification results obtained by the customer, the device instructions for use of 0.8% resolve panel a red cell reagent state: "optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies." No further complaints of this type have been received from the customer site since the time of the reported events.

Event description:
Cms 100430625 / ra611878 on (B)(6) 2025, a customer contacted the ortho global technical solution centre (gtsc) to report what was described as discrepant negative reactions in antibody identification for a proficiency sample using 0.8% resolve panel a lot: vra488 and mts anti-igg card lot: 012825001-02 in conjunction with their ortho vision ID mts analyzer 50002663 equipped with software version 5.16.0. Date of events: 29 july 2025 awareness date: 13 august 2025 complainant/complaint reporter: (B)(6) - laboratory supervisor reported on (B)(6) 2025 by the customer to the ortho gtsc. Reagents: 0.8% resolve panel a lot: vra488, expiry 05 august 2025, manufactured 03 june 2025 0.8% resolve panel a lot: vra490, expiry 02 september 2025, manufactured 01 july 2025 mts anti-igg card lot: 012825001-02, expiry 25 november 2025, manufactured 24 february 2025 proficiency information: api proficiency sample: (B)(6). Sample ID: (B)(4) the customer reported that, on (B)(6) 2025, they had tested a proficiency sample for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel a lot: vra488 and mts anti-igg card lot: 012825001-02 in conjunction with their ortho vision ID mts analyzer, and that they had obtained the following reactions: cells 1, 2, 3 and 11: 3+ cells 4, 5, 6, 7, 8, 9, and 10: negative the customer reported that, from the reactions obtained, they suspected the presence of an anti-d(rh1) antibody, but as they had obtained a negative reaction with cell 4 (positive for d(rh1) antigen), they couldn't be certain. The customer reported that, on (B)(6) 2025, they had tested the same proficiency sample for antibody identification using 0.8% resolve a lot: vra490, and that they had obtained the following reactions: cells 1, 2, 3, 4 and 11: 3+ cells 5, 6, 7, 8, 9, and 10: negative the customer reported that they were able to identify an anti-d (rh1) antibody from the reaction grades obtained. The customer reported that they had submitted this result to the proficiency supplier on (B)(6) 2025 and disregarded the results obtained with 0.8% resolve panel a lot: vra488. No further details were provided. For troubleshooting purposes per ortho gtsc request, the customer reported that they had retested the same proficiency sample (date of re-testing not provided) for antibody identification using 0.8% resolve panel a lots: vra488 and vr490 on the same analyzer, and that they had obtained the same reactions for both lots. The customer reported that they had obtained a discrepant negative reaction with 0.8% resolve panel a lot: vra488 cell 4. The customer reported that they were able to identify an anti-d (rh1) antibody with 0.8% resolve panel a lot: vra490. No further details were provided. The customer reported that no biased results had been reported to the proficiency supplier. The customer reported that no patient was harmed as a result of the reported events.